Event description:
The customer reported that the pod was worn for 3 days, and that the customer did not realize until several days later that the insertion site was infected. She went to the emergency room for treatment. The infection was diagnosed as an abscess and she was treated with an IV and oral antibiotics. The device was discarded.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported site infection. No lot qualification records were reviewed, as the product lot number was not provided.